Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that lead to the stimulation at the ins site where constant urinating and subsequent adjustment of stimulation. The stimulation at the ins site was resolved by adjusting device programming. No further complications were reported at this time.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient usually urinates once at night and last night they urinated four times. The caller said the patient was urinating an awful lot. The patient said that it had been going on for over a week probably (B)(6) 2020. The patient confirmed no falls or accidents. The patient had been drinking more water. The patient was on program 4 at 6.6 volts, and the patient increased to 7.3 volts and is feeling stimulation at ins site. The patient switched to program 1 at 1.9 volts and was feeling stimulation in the bicycle seat region. Patient services told the caller to monitor symptoms in a diary and see if they improve. No further complications were reported.

Event description:
Additional information was received from the patient on (B)(6) 2020. They reported that their reason for their call was that it would work for a day and then the patient had a return of frequent urination 3-4 times a day. The patient reported that this has been going on for the last month or so. It was noted that the agent did not ask the patient the circumstances that led to the reported issue. While on the call the patient increased amplitude on program 1 however they were not feeling any stimulation sensation even above 6.0. It was recommended that the patient change programs and the patient changed to program 2 and confirmed they were feeling stimulation sensation. The patient was going to monitor symptoms and if it was not resolved they would follow up with their managing health care professional (hcp) or change programs. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.